Event description:
During index procedure the patient had two endeavor drug-eluting stents successfully deployed. Approximately 18 months post index procedure, the patient expired. The cause of death is unknown. The event was not assessed for relatedness with the study devices.

Manufacturer narrative:
Evaluation results and conclusions: (death). (B)(4).